Event description:
The patient had a history of ms (multiple sclerosis). On (B)(6) 2015, the patient fell and was hospitalized. Since then, the patient had increased numbness and weakness to her right leg and tingling to her right hand. As of (B)(6) 2015, the patient was still in the hospital. The patient was having an MRI of her head to rule out exacerbation of her ms and any new lesions. Per the pump managing physician¿s office, they were unsure if the fall impacted the patient¿s implanted devices. As of (B)(6) 2015, the MRI results were pending. The patient¿s outcome was noted as ¿pending follow-up¿. The device system was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).